Event description:
Customer states she could not use meter to obtain blood glucose values while she was having low blood glucose symptoms. Customer received an e2 error rather than a result. Her son took her to the fire department where she tested 57 mg/dl on their device, and was given suger water. The paramedics transported her to the hospital where she ate, and later her blood glucose was 148 mg/dl. Return of suspect meter requested, and replacement sent.